Event description:
Mother of home pt reports pt in extreme back pain after noting air in the pt line of the homechoice set. Mother was instructed by baxter technicians to end treatment and to call her rn. Unable to reach mother of pt, or home pt for further incident detail. No pt injury or medical intervention required per rn.